Event description:
On (B)(6) 2013, it was reported that the patient's vns generator was replaced on (B)(6) 2013 due to end of service. When the patient left the operating room after the replacement, diagnostics were fine. The patient was reprogrammed back to the settings of his old generator, with the exception of his output current. On (B)(6) 2013, the patient was seen in the office to get his device programmed back on. Since the patient lives so far away, the physician was reprogramming the patient up to 1ma output. When she ran diagnostics one last time, she got high impedance. The caller stated that the patient's device would be disabled (to 0ma) after the call was ended. Additional information was received from the physician reporting the event. It was questioned whether the high impedance could be from fibrosis over the nerve. Attempts will be made for additional information. No additional information has been received.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.